Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump reservoir kink resistant tubing (krt) was microscopically inspected, and it was found to have a hole from sharp instrument. Ms pump did not pass the leakage test due to the observed hole. Ms pump did not pass functional tests. Flat reservoir was microscopically inspected, and it was found to had wear at a fold in reservoir shell. Flat reservoir passed leakage test. Based on the information available and analysis results, a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with a tubing broke around connection point from reservoir to cylinders. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with a tubing broke around connection point from reservoir to cylinders. The ipp was explanted and replaced. There were no patient complications reported.